Manufacturer narrative:
Initial and final MDR 1882022 - device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set soft cannula bent events between 04-apr-2024 and 11-apr-2024. Insertion site was at thigh and abdomen. Event occurred within three hours of insertion. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.